Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the hospital, that it is observed after sterilization process that a screw is missing.

Manufacturer narrative:
Evaluation summary: the reported incident 'variax screwdriver handle - assembly screw revolving part loosening' could be confirmed. The visual investigation of the screwdriver handle reveals that the assembly screw is missing on one site of the handle. Despite the reported issue, the screwdriver handle is working as intended. The microscopic investigation showed that the countersink of the screw hole shows typical friction traces. The typical friction traces are a result of the friction between screw and screw hole during tightening and indicates that the fixing screws were initially attached and firmly tightened. There is no indication for a laser-welding. A loosening of the fixing screws seems implausibly. Moreover, during assembly of the screwdriver handle a 100% self worker control takes place. Even though the second screw show manipulation marks, the root cause cannot be fully clarified. As a preventive action related to the screw detachment of the grip front part a CAPA was previously initiated. The CAPA was closed on (B)(6) 2012. First parts were manufactured in december 2011 with a laser-welded screw.. The returned device predates this CAPA. Therefore no further corrective actions are deemed necessary. A review of the device history for the reported lot did not indicate any abnormalities. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
It is reported by the hospital, that it is observed after sterilization process that a screw is missing.